Event description:
During follow-up, high voltage lead impedance was noted on the right ventricular lead. During explant procedure, externalization was noted on the riata lead. The lead was explanted and replaced with good electrical measurements. The patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a routine follow-up, an alert for increased hv lead impedance was observed. Programming changes were made. The lead remains implanted. The patient will continue to be monitored.